Event description:
Same as MFR report #6000093-2007-01964 and #6000093-2007-01965. It was published in a journal article that following a coronary artery drug eluting stenting treatment procedure, stent thrombosis and myocardial infarction occurred. The patient had 2 unk sized taxus express2 drug eluting stents (des) implanted in his right coronary artery (rca) and 1 unk sized taxus express2 des implanted in his obtuse marginal (om) artery during a previous procedure. Seven months and 2 weeks later, a 40% in-stent restenosis was noted inside the om des. The patient was asymptomatic at that time and no further coronary interventions were deemed necessary. A week later, the patient discontinued clopidogrel and aspirin in preparation for his living-related renal transplant on the advice of the surgeon in consultation with the patient's cardiologist. The patient's preoperative medications included: furosemide, metoprolol, olmesartan, rosuvastatin, insulin, clonazepam, and omeprazole. Electrocardiography (EKG) showed normal sinus rhythm with a left anterior fascicular block. Surgery proceeded without complication. The patient was transferred to the surgical ward after an uneventful stay in the post anesthesia care unit (pacu). A short time later, the patient reported his typical anginal equivalent of right-sided chest pain. The patient was given 2 mg of morphine, 5 mg of IV metoprolol and 325 mg aspirin. An EKG showed st-segment elevation in leads iii and avf and st depression in leads v5 and v6. Emergent coronary angiography showed 100% occlusion of the rca stented portion consistent with thrombosis. Successful ptca was performed with an unk type balloon followed by the placement of an unk type of bms within the previously deployed taxus express2 des. No residual stenosis was noted and the remainder of the patient's known disease was unchanged from previous catheterizations. The patient was given a heparin infusion and 300mg of clopidogrel. The patient's troponin-I peaked at 167 mg/dl. A transthoracic echocardiogram (tee) performed prior to discharge reported inferior and posterior wall hypokineses with a decrease in the patient's ejection fraction from a preoperative .75 to .40. Add'l info has been requested, but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.